Event description:
The sales rep informed that during a coronary procedure the stent delivery system was noted to have a hub crack approx 1cm distal to the luer connector. Leaking was noted but, according to account, pt safety was not compromised.